Manufacturer narrative:
Patient age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral vein stenting treatment procedure the stent did not fully expand and removal difficulties were encountered. The stenosis was located in the "very tight" iliac vein. The physician deployed the 24mm x 45mm x 100cm wallstent with unistep plus delivery system, however, the proximal 10% of the stent did not fully expand. The physician advanced several large diameter balloons and was able to fully expanded and post-dilated the wallstent. Removal difficulties were encountered when the physician attempted to withdraw the wallstent delivery system into the delivery sheath following deployment. The wallstent delivery system was removed from the patient to complete the procedure. Post procedure the patient reported back pain. The physician noted that the pain is slowly improving, and at the time of this report, no treatment was required.